Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called the hospital and stated that while she was connected to battery power, she was getting an audio beep every 5 to 10 minutes, and the green power led blinked. The pt also reported that she exchanged her battery clips and batteries but the same results occurred. While the pt was connected to the power module, the pt did not get any alarms and a solid green led was displayed. The pt was then instructed to switch to their backup system controller and once the pt was on the backup system controller the issue was resolved.

Manufacturer narrative:
The device was returned to the MFR for eval. During eval, it was found that while the system controller was connected to the power module, hazardous low voltage alarms, as well as interruption of pump function occurred when the white power lead at the connector end was maneuvered. Further eval of the white power lead revealed a broken battery fuel gauge wire. This situation is being addressed through the MFR's corrective preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing it's file on this event.